Manufacturer narrative:
Batch review performed on 29 july 2021: (B)(4) items manufactured and released on 18-aug-2009. Expiration date: 2014-june-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event since 2017. Other devices involved: batch review performed on 29 july 2021: versafitcup dm 01.26.2852m double mobility liner diam 52/28 (k083116) lot. 092006: (B)(4) items manufactured and released on 14-sep-2009. Expiration date: 2014-july-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event since 2017.

Event description:
The patient came in for a post-op appointment and the x-rays revealed that there osteolysis around the femur. The cause of the osteolysis is unknown. 11 years and 6 months after the primary surgery, the surgeon put bone graft around the femur and revised the head and liner. The surgery was completed successfully.